Manufacturer narrative:
Lcd touch pn m1220153 and the keypad ass pn: m1219029 and the problem solv. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The lcd touch panel and keypad assembly were replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.